Event description:
Customer reported the system intermittently locks up. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the capacitors on the cpu. System operates as intended. This MDR is related to ge healthcare complaint.